Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and an alarm log review were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be inoperative force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.